Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4) the device has undesirable sharp edges which can cause harm or damage. (B)(4) device material(s) punctured leading to undesired holes/openings. (B)(4) no consequences or impact to patient.

Event description:
The following pictures show that you sell scrap several times. Multiple photos provided which show a flash on the end of the access tip which is used to access the patient catheter. 06jan2021: reached out to customer directly to acknowledge complaint and request sample. Per customer response: was the product used to access the catheter or before use disposed of? In (B)(6) 2020 my wife had a pleurex catheter implanted. The diagnosis is lung carcinoma with copd gold with a low level that has been known for a long time. Unfortunately, a copd gold level 4 set in very quickly. The incident with the connector cut open (loss of vacuum, fluid leaking from the connector) was absolutely terrible. Well, we have adapted the process so that I visually check the connector before connecting the bottle. My strategy at the moment ((B)(6) 2021): I use connecting parts that do not tear and that do not have too large fringes at the end. I can send you the connecting parts I have collected for the examination. There are currently 7 pieces.

Event description:
The following pictures show that you sell scrap several times. Multiple photos provided which show a flash on the end of the access tip which is used to access the patient catheter. 06jan2021: reached out to customer directly to acknowledge complaint and request sample. Per customer response: was the product used to access the catheter or before use disposed of in (B)(6) 2020 my wife had a pleurex catheter implanted. The diagnosis is lung carcinoma with copd gold with a low level that has been known for a long time. Unfortunately, a copd gold level 4 set in very quickly. The incident with the connector cut open (loss of vacuum, fluid leaking from the connector) was absolutely terrible. Well, we have adapted the process so that I visually check the connector before connecting the bottle. My strategy at the moment ((B)(6) 2021): I use connecting parts that do not tear and that do not have too large fringes at the end. I can send you the connecting parts I have collected for the examination. There are currently 7 pieces.

Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation -flash/hole (access tip): the provided samples were thoroughly inspected by our quality engineer team for the reported defects with the access dilator. Through evaluation of the photos and physical samples returned, excess pieces of plastic on the end of several of the access dilators was observed in addition to one piece having a crack (hole) within the access dilator, verifying the reported failures. A review of the internal manufacturing device records and raw material history files for reported lots 0001350386 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified that general wear on the manufacturing equipment can contribute to the excess plastic that was observed. Product undergoes inspections throughout manufacturing, any product identified during these inspections to have excess pieces of plastic on the access dilator undergoes a process to remove these pieces. When reviewing our process, we identified an opportunity to improve consistent identification of the excess pieces of plastic to ensure they undergo the proper de-flashing process. Functional testing was performed in attempt to recreate the crack (hole) within the access dilator. It was found that the defect can be produced due to pins in the access dilator mold becoming bent during production. Improvements are in the process of being implemented to ensure that repairs and maintenance orders are in alignment with established documentation processes, allowing for robust verification of the condition of the mold. Actions have been taken to assess and replace bent pins within the mold for the access dilator. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process. Complaints will continue to be tracked and trended for future occurrences.